Manufacturer narrative:
Batch review performed on 25 june 2020: lot 164563: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose stem. 2 years and 10 months the surgeon revised the stem and head and the surgery was completed successfully.